Event description:
It was reported that this right atrial lead got dislodged due to the patient exhibiting what appears to be twiddlers syndrome as seen through x-ray. This lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted but has not been returned for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead got dislodged due to the patient exhibiting what appears to be twiddlers syndrome as seen through x-ray. This lead was successfully repositioned. No additional adverse patient effects were reported. It was reported that this atrial lead exhibited high thresholds measurements and fluoroscopy revealed the lead had dislodged. A revision procedure was performed to attempt to reposition the lead. However, the helix could not be fully retracted after 30 rotations. Therefore, the lead was explanted and replaced. Visual inspection of the lead identified tissue embedded in the helix. Additionally, it looked like the lead may have been turned/twisted. The physician noted the patient had lost a significant amount of weight. No additional adverse patient effects were reported.